Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: visual inspection revealed that the keypad was cut and torn on the okay button. There was an absence of keypad peeling from the base. Investigation found that the contrast key was not responsive to user presses. The okay, down arrow, and up arrow keys were intermittently responsive. The keypad was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the ok, up and down arrow keypad buttons were under responsive. It was reported that the keypad cover was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.